Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, in the stomach, there were poor staple formation at the proximal end of the reload. There was no patient injury.